Manufacturer narrative:
H3: the pipeline vantage was returned within the phenom-21 with the pusher extending out of the hub ~42.7cm and the tip coil extending out of the micro catheter tip. No damages or irregularities were found with the phenom-21 micro catheter hub. The phenom-21 micro catheter body was found accordioned between ~6.8cm and ~9.6cm from the proximal end and accordioned between at ~24.6cm and ~17.8cm from the distal end. No damages or irregularities were found with the distal tip or marker bands. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers or proximal bumper. The supporting disks and advance resheathing mechanism were found undamaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found damaged (stretched). The braid was found to not fully opened and occluded with dried blood. Dried and liquid blood was found within the micro catheter. Once the blood was dissolved, the proximal braid end was found fully opened, damaged, and frayed. The middle and distal braid end were found fully opened, and undamaged. The phenom-21 micro catheter total length was measured to be ~156.2cm and the usable length was measured to be ~149.7cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The phenom-21 was flushed, and water did not exit the distal end. The pipeline vantage was retracted; however, the device was found stuck and was advanced out against resistance. The micro catheter was flushed again, and water/blood was flushed out the distal end. The micro catheter inner diameter was measured to be 0.0210¿ at both ends, which is within specification (specification: 0.021¿ ± 0.001¿). An in-house 0.021¿ mandrel was then inserted into the hub and became stuck at ~4.6cm from the proximal end (under the strain relief). The outer strain relief was removed to reveal the micro catheter was accordioned beneath. Based on the analysis findings, the customer report of ¿catheter kickback¿ and ¿movement during deployment¿ typically could not be c onfirmed through device analysis. Possible causes for movement during deployment are vasospasm, patient vessel tortuosity, high force delivery, insufficient distal anchoring of braid, or incorrect braid sizing. Possible causes for catheter kickback are patient vessel tortuosity, user advances/retrieves intraluminal device against resistance, vasospasm. The customer report of ¿catheter resistance¿ and ¿resistance during re-sheathing/failure to resheath¿ was confirmed. Possible causes for resistance are patient vessel tortuosity, ped/delivery system damage, catheter damage, user does not maintain sufficient continuous flush, insufficient delivery system hydration, material occludes catheter, or user resheaths more than 2 times. The micro catheter and pipeline vantage device were found occluded with blood. It is possible that insufficient continuous flush was used, causing blood to backflow up the micro catheter and contributed towards the resistance. The micro catheter was confirmed to have ¿catheter accordion¿. It is likely the accordioning occurred due to retracting the device against the reported resistance. Customer reported vessel tortuosity as moderate, continuous flush was used, and devices were prepared per IFU. There was no non-conformance to specifications found that would contribute towards the reported failures. The phenom-21 micro catheter is compatible for use with the returned pipeline vantage device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no jumping movement when trying to deploy the flow diverter. The desired distal placement of the catheter moved therefore they tried to re-sheath the flow diverter then it got stuck in the microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced movement during deployment and could not be resheathed into the phenom 21 microcatheter. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the posterior communicating artery. The max diameter was 7mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 3mm distal and 3.5mm proximal. The access vessel was the ica, which was 6mm in diameter. Dual antiplatelet treatment was administered. It was reported that the tri-axial system (infinity, catalyst <(>&<)> phenom 21) were navigated to the treatment site, and the phenom 21 was placed in m1. They navigated the pipeline vantage to the tip of the microcatheter with the tip coil exposed. As they were about to start to deploy the pipeline, they lost their position in the ica. They therefore wanted to resheath the pipeline so that we can reposition the microcatheter, but there was a lot of resistance and the pipeline couldn't be resheathed and got stuck inside the distal part of the microcatheter. The physician released the load/slack in the system but this did not resolve the issue. The devices were removed. It was observed that the distal part of the microcatheter was crinkled up when removed from the guide catheter. There was no damage to the pipeline pushwire. A continuous flush had been administered. All flush bags were running and dripping, and all items prior to use were in good condition. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a stryker infinity 6fr sheath, stryker catalyst 5fr guide catheter, and stryker synchro soft guidewire.